Event description:
Caller states the patient tested 1.6 inr on coaguchek system and 2.1 inr on coagucheck xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s sytem. Reference medwatch with a1 patient for suspect device in coaguchek xs system.